Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim/discolored display and a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Battery compartment cracked from bumper pad to case seal. No evidence of moisture contamination found inside battery compartment. Battery cap returned with pump is able to be fully tightened, no power loss observed. No evidence of excessive battery usage observed in black box. Removed pump case. No evidence of moisture contamination was identified inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).